Manufacturer narrative:
The radical-7 involved in this event was not returned for evaluation. We have made multiple requests to have the unit associated with this complaint returned. As of the date of this report, the device has not been received by masimo to allow for an evaluation to be performed. Trend data has been downloaded from the customer's safety net system. The investigation is still in process.

Event description:
It was reported that a patient passed away while being monitored on the safety net system. The user facility indicated that there were no audible alarms.